Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical devices: medical product: biolox delta cer lnr 32mm f, catalog #: 110003619, lot #: 3230050; medical product: g7 pps ltd acet shell 54f, catalog #: 010000664, lot #: 3846198. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that clinical study patient implanted on left tha on (B)(6) 2016. Subsequently, the patient experienced iliopsoas tendonitis on (B)(6) 2020 and received injection. It was also noted that the tendonitis was resolved on (B)(6) 2020. Patient remains implanted.

Event description:
It was reported that clinical study patient implanted on left tha on (B)(6) 2016. Subsequently, the patient experienced iliopsoas tendonitis on (B)(6) 2020 and received injection. It was also noted that the tendonitis was resolved on (B)(6) 2020. Patient remains implanted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d8, g3, g6, h1, h2, h6, h10. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items. Risk assessment: medical notes have been reviewed as part of associated complaint (B)(4): -hcp risk assessment: as the event occurred 4 years postoperative it cannot be determined as procedure related, mechanical rubbing between the acetabular cup and iliopsoas tendon can cause tendonitis or inflammation of the tendon, non-device related overuse or trauma can also cause iliopsoas tendonitis. -a risk assessment is not required for the reported event, as the reported event is unlikely to be procedure related, and the most likely causal implant is the shell (as per hcp review), which has been considered in associated complaint cmp-0667403. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.